Event description:
Reporter stated that patient's blood glucose was measured, using inform system 1, with a result of "hi" (greater than 600 mg/dl). Patient's blood glucose was immediately retested, on inform system 2, with a result of 101 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country. This medwatch is for the suspect product used in inform system 1. See medwatch with a1 patient for the suspect device used in inform system 2.